Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) of an unknown drug concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted in (B)(6)2020. The date (B)(6)2020 is considered an approximate date of pump implant as the specific year is known only. It was reported that at a pump refill, the healthcare provider staff was only able to refill the 40 ml pump with 23 ml and later 28 ml. The date (B)(6)2024 is considered an approximate date of event as the specific month and year is known only. The pump remains implanted and in service. Factors that may have led or contributed to the issue was indicated as not applicable. The company representative asked the healthcare provider to flush, reassure, withdraw the fluid, and then refill the pump again with baclofen. This is planned to be performed in february. No surgical intervention occurred and no surgical intervention was planned. It was unknown if the issue was resolved as of (B)(6)2025. The patient was without injury regarding their status as of (B)(6)2025. The patient's medical history, age, and weight at the time of the event were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative. The healthcare provider had rinsed the pump¿s reservoir following the issue. Regarding only having been able to fill the 40 ml pump with 23 ml and later 28 ml, the healthcare provider believed the issue had went to normal (resolved) after they rinsed the reservoir. Regarding the if the cause of the issue was determined, clearing the reservoir was indicated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the diagnostic tests, troubleshooting, actions/interventions, resolution of the event were all unknown. It was reported that the device remains implanted and in use as for now it seems to work in a way.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.